Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, d10, g4, g7, h1, h2, h3, h4, h6, h8, h10. D4: (B)(4). D11: power supply, elec. Dermatome/ pn (B)(4)/ ln (B)(4)/ sn (B)(6). Conclusion summary: on (B)(6) 2019, (B)(6) reported: 'I realized a graft harvest in outer surface of the thigh last wednesday (B)(6) 2019). It was the first use of the product since the repair. This graft harvest gets complicated with a linear wound going in depth until the muscle fascia, then resulting on a too bad skin harvest, shredded. This one was blocked between the blade of the dermatome and the dermatome.' Professor pascal joly has indicated: 'it is a very serious event that will leave at least esthetical sequelae and potentially the origin of a medico-legal complaint. I ask you to shed light on the repair of this instrument that had been returned to the supplier for a similar incident and was returned to us obviously still out of order. The supplier's responsibility is certainly engaged'. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The customer also returned the 1 inch/2 inch/3 inch/4 inch width plates and a power supply, serial number(B)(6) , for evaluation. The complaint was originally reported under electric dermatome device, serial number (B)(6); which has been repaired by medicrea three times and by flextronics one time. However, as stated below the device that was returned to zimmer biomet for evaluation and which was clarified to be the device used in the reported event has never been returned for evaluation/repair. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea/flextronics has not previously repaired/evaluated electric dermatome serial number 207035 as documented in the repair reports in livelink. Zimmer biomet surgical/medicrea/flextronics has not previously repaired/evaluated electric dermatome power supply serial number (B)(6) as documented in the repair reports in livelink. Product review of the electric dermatome on (B)(6) 2019 revealed that the calibration and motor speed were within specifications. The control bar was not in the correct position. Product review of the electric dermatome power supply on (B)(6) 2019 revealed that the device functioned as intended and passed all required testing. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the die cast lever, set screw, ball plunger, semicircle bearings, vespel bearings, and thickness control shaft. Electric dermatome, serial number(B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was not in the correct position. A low control bar could cause the dermatome blade to lead the cut and potentially cause gouging to the patient. A high control bar could cause the dermatome to potentially skip across the skin and produce an unacceptable skin graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure dermatome failed to cut properly leaving a deep wound. This graft harvest gets complicated with a linear wound going in depth until the muscle fascia, then resulting on a too bad skin harvest, shredded. This one was blocked between the blade of the dermatome and the dermatome. The surgeon sutured of the muscle fascia, then resulting on a too bad skin harvest, shredded. A delay of 30-45 minutes during the surgery was reported to suture the muscle fascia. No additional consequences were reported.